Event description:
It was reported that the patient's generator was unable to be interrogated. The neurologist's office tried replacing the battery on the programming wand without resolution of the problem. The patient's neurologist believed the battery may be depleted, causing the failure to communicate. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history was performed.